Event description:
A malfunction alarm occurred with the customer's insulin pump during use. There was no adverse impact to the customer's blood glucose level. Technical support assisted by attempting to load a new cartridge, but the alarm persisted, prompting the decision to replace the pump, which was under warranty. The customer was provided instructions on how to put the malfunctioning pump into storage mode and instructed to return it using a pre-paid label. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.